Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the x-ray generator tube assembly. The x-ray generator tube assembly was replaced and aligned. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 7700 system experienced a popping sound and it will not produce images. No patient injury reported.